Event description:
The customer reported that the remote user interface on the system would not work. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The rep replaced the remote user interface with the system's original console. The system was tested and operates as intended.